Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-07-31 h6: investigation summary bd received customer samples and retention samples for investigation which were sent for clinical investigation. No samples were sent to the manufacturing site for evaluation. No photos of the incident were received from the customer facility. 10 production lot in-house retention samples were sent to franklin lakes for further evaluation. The device history records were reviewed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to duplicate the customer¿s indicated failure mode for erroneous results because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. Bd was unable to confirm this complaint for erroneous results based on the investigation performed. All testing performed on both returns and retention samples was satisfactory. A complaint history review indicated this is the 1st complaint received for the reported issue on this lot number. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. As noted in our instructions for use (IFU), the overfilling or under filling of tubes will result in an incorrect blood-to-additive ratio and can lead to incorrect analytic results or poor product performance. If the specimen is drawn with a syringe, it is important not to over fill the bd vacutainer® citrate tube. Allow the tube to draw the blood from the syringe using a bd vacutainer® blood transfer device if available. Do not force blood into tube. Do not fill tubes from other tubes or combine two partially filled citrate tubes. Complete and adequate mixing is required immediately after phlebotomy to prevent clotting. Inadequate number of inversions (as stated in IFU) after phlebotomy will not allow proper mixing of blood and anticoagulant. In addition, following the proper order of draw is essential. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. See h.10.

Event description:
It was reported that from 40 trombine time tests half have erroneous results and do not fall in normal range with a bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes. The following information was provided by the initial reporter: we have communicated to synevo the information regarding the closed investigations and have got new information about the (B)(4) now in relation to the tubes ref 367714 lot- 9004556 , where there is an issue that from 40 trombine time tests they get incorrect results in half of the biomaterial i.e. The results do not fall within the normal range (n-14-21) specified by the manufacturer of the siemens-test trombin reagent. Correctness - lies in the fact that all indicators of the coagulogram are correlated., i.e. If in the coagulogram all the tests are normal., then the tt-test should also be within the normal range. But they get the tt-values completely different from the norm in comparison with other tests of the same order - a full coagulogram. They receive and accept tt values that go beyond the norm - when taking anticoagulants, with low fibrinogen values. But in general - there should be a correlation. A single test - tt - is extremely rare in the order. Daily quality control, gives the right and confidence to the reagent that is used. When switching to bd vacutainer 9nc 0.105m buf.na¿ citrate, 4.5 ml, ref 367714, lot 9004556, the number of ¿incorrect results¿ of thrombin time in patients increased by more than 50% against the background of normal coaugulogram indicators. At the same time, satisfactory quality control results were obtained. When setting the thrombin time of other patients from test tubes with a different lot, the results are satisfactory.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that from 40 trombine time tests half have erroneous results and do not fall in normal range with a bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes. The following information was provided by the initial reporter: we have communicated to synevo the information regarding the closed investigations and have got new information about the (B)(4) now in relation to the tubes ref 367714 lot- 9004556 , where there is an issue that from 40 trombine time tests they get incorrect results in half of the biomaterial i.e. The results do not fall within the normal range (n-14-21) specified by the manufacturer of the siemens-test trombin reagent. Correctness - lies in the fact that all indicators of the coagulogram are correlated., i.e. If in the coagulogram all the tests are normal., then the tt-test should also be within the normal range. But they get the tt-values completely different from the norm in comparison with other tests of the same order - a full coagulogram. They receive and accept tt values that go beyond the norm - when taking anticoagulants, with low fibrinogen values. But in general - there should be a correlation. A single test - tt - is extremely rare in the order. Daily quality control, gives the right and confidence to the reagent that is used. When switching to bd vacutainer 9nc 0.105m buf.na citrate, 4.5 ml, ref 367714, lot 9004556, the number of ¿incorrect results¿ of thrombin time in patients increased by more than 50% against the background of normal coaugulogram indicators. At the same time, satisfactory quality control results were obtained. When setting the thrombin time of other patients from test tubes with a different lot, the results are satisfactory.